Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 54-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6), 2024. On (B)(6) 2024, the patient informed novocure about experiencing skin irritation on the scalp. The patient temporarily discontinued optune gio therapy and used methylprednisolone and dexpanthenol ointments. She planned to consult a dermatologist. On (B)(6) 2024, the patient reported about recurring skin irritation in the form of redness and pruritus when using optune gio. The patient saw a dermatologist who prescribed skin care products and a cortisone ointment. On (B)(6), 2024, the patient mentioned she had to temporarily discontinue optune gio therapy again due to skin irritation. The prescribed creams and skin barrier spray only helped to a limited extent and the patient was given oral antihistamines and cortisone by a dermatologist. The patient planned to reconsult her dermatologist the following week. Images from (B)(6) 2024, were provided showing areas of skin irritation with mild to moderate erythema and several open skin lesions that appear to be oozing fluid on the front, left side, top and back of the patient's head. On (B)(6) 2024, the prescribing physician stated that the patient was last seen at the outpatient clinic on (B)(6) 2024, with minor skin erosions without signs of inflammation on her scalp. According to the prescribing physician, the patient consulted a dermatologist in (B)(6) 2024, who prescribed a topical glucocorticoid and a skin care ointment. The prescribing physician stated that the cause of the event was probably the use of optune gio therapy.